Event description:
The lay user/pt called lifescan (lfs) in 2005 and alleged that his meter was missing segments. The medical affairs specialist attempted unsuccessfully to reach the pt for more info. A letter has been sent as a second attempt to reach the pt. The pt reported that he stopped using his meter for approximately one month due to the missing segments. He reported symptoms of dizziness, chest congestion and tightness, and "fog in his eyes". He took his insulin prior to going to the hosp, where he was treated with IV insulin for a blood glucose result of 600 mg/dl. The meter issue was not resolved with troubleshooting. It is not known if the pt attempted to test on his meter at the time of symptoms or before going to the hosp, nor is it known if he changed his diabetes regimen when unable to test. A replacement meter and testing supplies have been sent to the pt.